Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in the endovascular treatment due to concern for late failure of a non mdt stent graft in the patient. It was reported that 7 endoanchors were used in the proximal neck of the stent graft. It was reported that blood loss of 1000cc had occurred on the same day of index procedure. Medication was administered, and the patient recovered with treatment. This was assessed to be probably related to the index procedure by the investigator. No additional clinical sequelae were reported and the patient is being monitored.